Event description:
At the completion of a cardiac catheterization on (B)(6) 2014, the cardiologist had difficulty advancing the exoseal within the sheath. He tried to advance an angioseal and it also would not advance within the sheath. The cardiologist realized there was a hole in the sheath so staff used a vpad topical device and manual pressure to manage bleeding, without issue. The sheath did not slide out easily, but eventually did after the cardiologist manipulated the line and, upon examination, it was noted that there was a hole in it along with some shearing of plastic sticking outside of it, believed to be part that was stuck during the process of removing the sheath from the patient's artery. The manufacturer of the sheath was notified and the remaining sheaths from this vendor were removed from our stock and replaced with sheaths from merit medical. The patient did not experience any sequelae as a result of this event. She remained in the hospital s/o procedure the usual amount of time for this type of procedure. Her vital signs and lab work remained normal and she was not admitted. The patient was scheduled for a planned CABG on (B)(6) 2014, which was not required as a result of the issue with the sheath, but because of vessel disease seen during the catheterization.